Event description:
It was reported that the pt was seen in the hospital and had high lead impedance. The pt underwent full revision surgery and the explanted products are at the manufacture pending completion of product analysis. Good faith attempts are being made for add'l details surrounding the high impedance event.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.